Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. A review of the downloaded log file spanned approximately 2 days (06feb21 ¿ 08feb21 per time stamp). The backup battery fault alarm was active throughout the entire log file due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. When the load test failed, the loaded voltage measured ~11.21v and the unloaded voltage measured ~12.16v. The alarm resolved when the battery was reseated on 08feb21 at 10:58. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a back up battery fault when he was sleeping. Due to inclement weather the patient was not able to actually come to clinic until (B)(6) 2021. The site communicated that there was two separate issues as he had an additional lvad fault along with the back up battery fault. The log file captured backup battery faults on (B)(6) 2021 at 2324 that continued to the remainder of the log file. On (B)(6) 2021 there was a pump stop due to an electrostatic discharge (esd) event. Immediately after the eds pump reset there were lvad internal fault events noted for the remainder of the log file. The controller was exchanged due to the combination of backup battery faults and the lvad internal fault.